Event description:
It was reported that the device was going to be used during esophagogastrectomy. When the device was opened the surgeon noted that staples were out of the device. The case was completed with a same like device with no patient consequence.